Manufacturer narrative:
(B)(4). The insulin pump received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that the insulin pump had open book image on the screen. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. Customer took shower with insulin pump and also noticed the hairline crack on it. Insulin pump got moisture in it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.